Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing revealed no pacing output when device was programmed vvi 50 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. Analysis of the memory dump data revealed the device lead impedance measured open on (B)(6) 2009. The no output condition was the result of lifted hybrid bond wires. There is no data to determine the explant date unless further information becomes available. Because the explant date is not available cannot determine if the wire bond lifts occurred before or after explant.